Event description:
It was reported that when the surgeon was inserting aq2003v silicone three piece lenses, he found the lenses did not seem to slide as easily through the cartridge, due to poor lubricity. The lenses were implanted with no problem, no pt injury. This facility does not use viscoelastic, they use balanced salt solution.